Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported poor communication. The patient reported leaking and she has been increasing the stimulation. The patient noted she has not had the device reprogrammed or check at the healthcare professional's (hcp) office since she received the device. The patient noted the last time she used the patient programmer (pp) was 6-8 weeks ago. The patient is going to call the hcp office to schedule device check to check implantable neurostimulator battery. The patient stated the leaking start about a year ago and has gotten worse in the past 3 to 4 months. The patient also noted she can't adjust stimulation using the pp. The patient is implanted for gastrointestinal/pelvic floor. Additional information from the patient stated that to resolve the issue of leaking and being unable to adjust stimulation, the patient had "new battery to replace non-working one", and this resolved the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.